Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to diabetic ketoacidosis and a blood glucose level reading of ¿high¿ (value not provided). The customer was treated with manual injections and unknown intravenous fluids to resolve the issue. The customer was discharged on (B)(6) 2021 with no permanent damage. Customer alleged that the pump did not deliver insulin as intended. Tandem technical support (cts) performed a pump system check and performed a pump data log review to determine a possible cause, however, cts found that the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy.